Event description:
Patient reported to his dentist that the upper hardware of her oral appliance had broken off while coughing. There was no harm to the patient. The device was remade and returned to the patient.